Manufacturer narrative:
(B)(4): the customer reported the device failed to give an etco2 reading during a pt event. There was no negative pt impact. The device was evaluated by the andover bench. The symptom was duplicated. The etco2 module was replaced. The device passed all testing and was returned to the customer. We are considering this a malfunction of the etco2 module. Replacing the etco2 module resolved the symptom. No formal response was requested and none is warranted.

Event description:
The customer reported the device failed to give an etco2 reading during a pt event. There was no negative pt impact.